Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer, and, therefore, no parts needed to be replaced. The company representative walked the customer through checking the vacuum and vacuum was building up just fine with a different fms. The customer was advised to try again with different phaco handpiece and call back if problem persists. The system functioned as intended with another fms. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Quality assurance will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that vacuum not going past 140 when foot pedal in position 3. Procedure details were unknown. They changed the fluidic management system (fms), handpiece and the vacuum was working as expected. A second surgeon has used the unit with no other problems. There was no patient harm.